Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. The cause of the monitor not powering on was due to a corrosion on component j2005 on the auxiliary board. The root cause of the corroded auxiliary board cannot be positively determined, but was likely due to liquid ingress through the auxiliary port. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.

Event description:
The wife of a (B)(6) old male patient contacted zoll lifecor customer support to report that the device does not power on, even when the patient switches the battery. The patient was provided with a replacement monitor.